Event description:
It was reported that this right atrial (ra) lead exhibited undersensing with atrial fibrillation (af). Boston scientific technical services (ts) stated that there was undersensing and inappropriate atrial pacing. Ts recommended to reprogram to a non tracking mode, turn off the atrial lead sensing, set the lower rate limit, avoid the ventricular pacing and to turn off the atrial discriminators for ventricular tachycardia. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.